Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep invalidated home, homed the machine, and tested from multiple positions to dock system. All system passed and the system was returned to service. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during an in-service, there were issues docking the system. The local representative (cc) tried to move the gantry down, but only heard a faint clicking noise. After rebooting the system, the mobile viewing station (mvs) never booted completely, but had the blue power light. The cc stated that the hard boot took "a while." After the system powered on, there were issues were it would sometimes dock with the gantry open and other times it would not. There was no reported delay. There was no patient involved.